Event description:
The customer contacted stryker to report that their device didn't recognize paddles during intervention on patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was a patient involvement related to the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Neither therapy cable nor paddles involved in the reported event were returned for the evaluation.